Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n186100029 implanted: (B)(6) 2009, product type: catheter. Product ID; 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that a manufacturer representative was called to check the pump on the date of this report. At this time, there was nothing of note and everything was fine. There were no alarms, motor stalls or pending alarms. A (B)(6) study was done on (B)(6) 2014. At this time, the healthcare provider (hcp) was unable to aspirate. It was later reported that the patient experienced a change in therapy effect. At the time of this report, the patient had been hospitalized since (B)(6) 2014. The pump was interrogated, an x-ray was done and ¿everything was working fine¿. A dye study was being done because the patient felt that there was something wrong with the therapy and the therapy was not working. The patient was not experiencing withdrawal symptoms but was having increased spasticity. External sources, such as a urinary tract infection (uti), were ruled out. The device system was used to deliver baclofen. It was later reported that the onset of the event was sudden. However, the patient did try to tell her healthcare provider (hcp) that she wasn¿t feeling well at the previous two visits. The hcp reviewed that he could not administer more medication. The patient knew something was wrong because she did physical therapy and currently wasn¿t doing it. Currently, the patient was flat on her back and her legs were contracted 60-65%. Her hands were contracted and she could not get into her wheel chair. Prior to having the pump, the patient was contracted 90%. After having the pump placed and after a year of wearing steel braces, the patient was able to stand up. The patient¿s ankles and feet were ¿round balls¿ and were contracted and almost went underneath her feet. The patient had to wear braces on her feet for her ankles and, after a year, could straighten her legs all of the way out, except for 11-12%. The patient was able to walk again with physical therapy and a walker. Then the patient contracted (B)(6) and a fungus, which put the patient ¿right back to where she was 6 years ago¿. The patient fell out of bed in the nursing home and fell twice because they ¿didn¿t screw it down right¿. The patient went ¿back to square one¿ and ¿rebuilt herself¿. The patient had to have knee surgery and had to have braces again in the year prior to this report. The patient had the baclofen pump and was not contracted. The patient needed a new pump. The patient had a (B)(6) study on (B)(6) 2014. The hcp who implanted the pump was unable to do the pump replacement. The catheter was occluded and they would either ¿replace it or see what they can do once they go in¿. The patient was dropped on her legs, which made her legs and feet go ¿all the way back behind her back and head¿. This occurred 6 weeks prior to this report. The reporter wasn¿t sure if this caused the occlusion. The reporter wanted to find out what the cause of the occlusion was. It was noted that the patient had seen 40 doctors since she had been in the hospital for 15 days. On (B)(6) 2014, the patient had a colonoscopy, biopsy and endoscopy due to a cat scan image from ¿weeks before¿. During recovery, ¿something went awry¿ and the patient had to be put in the emergency room (ER). The patient was then admitted. A manufacturer representative stated that the pump was working at this time. However, ¿they doubted it¿ because the patient had symptoms of spasticity and contractions in which her legs and hands went inward. The patient could not talk like she used to, which was similar to 6 years prior to this report. They attempted to aspirate from the pump and could not and it was stated that there must have been something wrong with the pump. The hcp decided to do a (B)(6) study on (B)(6) 2014. It was later reported that the patient needed a new pump because the current pump was not working. The patient¿s mother was having a difficult time ¿getting answers¿ from the doctors. The patient¿s mother could not find a doctor to replace the pump. It was noted that, for the patient¿ it was a matter of whether she could walk or not. The patient was a paraplegic and was in a nursing home.

Event description:
It was later reported that the cause of the occlusion was unknown, however the healthcare provider (hcp) worked to push the saline through the catheter was able to clear the catheter and get great flow. During the surgery on (B)(6) 2014, the pump was also replaced because it was nearing end of life (eol). The patient¿s pump had no issues and it was the partially occluded catheter that was causing all of the patient¿s issues. A replacement occurred on (B)(6) 2014. At the time of this report, the patient was doing very well and was receiving effective therapy. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).